Manufacturer narrative:
The pt's attorney alleged that a composix kugel mesh was used to repair a hernia in (B)(6) 2003. The attorney alleges that the pt underwent an add'l procedure to explant the mesh that included lysis of adhesions and a bowel resection due to a reported failure of the mesh. However, no specific device failure was indicated. Additionally, the pt's attorney did not respond to multiple inquiries regarding the pt's relevant medical records or availability of the allegedly explanted mesh. While there is no indication that the mesh was responsible for the reported adhesions, it is stated as a possible adverse reaction in the product's instructions for use. Based on the available info, it is unk whether the composix kugel mesh contributed to the alleged event. No sample was provided and no specific failure of the device was alleged. No conclusion can be drawn at this time. This MDR contains all info available to davol.

Event description:
According to pt's attorney: (B)(6) 2003 - pt underwent hernia repair with composix kugel mesh. Subsequently suffered adhesions, bowel resection, and explant of mesh.